Event description:
On (B)(6) 2025 the user contacted beta bionics reporting inconsistent battery life on the ilet device. The user stated that the device had to be charged fully every 1¿2 days but sometimes depleted faster, dropping below 50% within one day. The agent reviewed the device logs and consulted with engineering, who confirmed that this rate of discharge is abnormal. The device was deemed to have inconsistent charge retention and was scheduled for replacement. No blood glucose (bg) impact or injury were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.